Event description:
It was reported that the patient was transferred to the ICU for further treatment and was intubated and connected to the ventilator for assisted ventilation and the cuff was found to be leaking air. The patient's blood oxygen saturation dropped to 88%, and the patient was in a state of hypoxemia. The doctor replaced it with the new endotracheal tube at the bedside, and then the blood oxygen value returned to normal.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity 9475e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.